Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing of the subject device, the distal tip was observed as broken. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h3. The device was returned to olympus for inspection and the reported failure of broken distal tip was confirmed. Based on the results of the investigation, it is likely that the broken skeleton at the bending section was due to stress damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.